Event description:
The customer contact reported a missing component; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from the secondary port on the cassette of the tubing set. The customer contact reported that the nonvented cap was missing from the secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.